Event description:
It was reported that during an unknown procedure, the stapler misfired, and the staples fell out. New reload fired successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Only event year known: 2022. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Could you please provide more details for "stapler misfired "? 2. Did the device lock out and could not be fired at all? 3. Or was the trigger advanced with no staples deployed? 4. Were there missing staples from the staple line? 5. If the device deployed staples, what was the appearance of the staples (b-formation, irregular, legs straight)? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/10/2022. D4: batch # 628a11. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tx30v received arrived with no apparent damaged and with a xr30v reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: squeeze the closing trigger and the handle fully together until a second click is heard. The closing trigger is now latched to the handle and the jaws are clamped onto the tissue, which is ready to be stapled. The firing trigger will simultaneously move down to the ready-to-fire position. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/07/2022.